Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 4x a day. The patient manages her diabetes with novolog insulin (4 units 3x a day) and lantus insulin (20 units before bedtime). The alleged issue began on (B)(6) 2011 at 1pm. The patient reported blood glucose results of "187 mg/dl" with the subject meter and "53 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated her blood glucose usually reads between "87-140 mg/dl." The patient continued to take her usual dose of medications. While at the physician's office for a routine checkup, the patient was given food and/ or drink as treatment. The patient could not specify symptoms developed. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.